Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited loss of capture. The lv lead was programmed off more than 20 years ago. The patient had no adverse consequences.